Manufacturer narrative:
The reported event was confirmed as a supplier related. The reported failure was able to be reproduced. The product was used for urological care. The evaluation found a crack or damage at the pigtail area of the returned stent. The reported event was confirmed as a supplier related issue. The product had caused the reported failure. The root cause for this failure mode was due to the defect component received from the supplier. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) when using the multi length type stent , it should be avoided in the following 1) if you measure the length of patient s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stent s with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placement or removal. 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1) do not reuse. (2) do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre born baby from x ray.]" The actual/suspected device was inspected.

Event description:
It was reported that there was a crack on the pigtail part of the stent upon opening the package. It was stated that the device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a crack on the pig tail part of the stent upon opening the package. It was stated that the device was not used.